Manufacturer narrative:
On 7/30/2019, mentor received additional information indicating the patient experienced a rupture on the right side and capsular contracture, baker grade unknown on the left side post-operatively. There was no capsular contracture on the left side. This report is for the right side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/13/2019, mentor received additional information indicating the patient's left side capsular contracture baker grade was 4. On (B)(6) 2019, it was noticed that in follow-up report #1 had the following statement "on (B)(6) 2019, mentor received additional information indicating the patient experienced a rupture on the right side and capsular contracture, baker grade unknown on the left side post-operatively. There was no capsular contracture on the left side." Capsular contracture was confirmed for the left side. There was no capsular contracture on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Concomitant products: mentor memorygel breast implant 350cc catalog # 3503504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with mentor memorygel breast implant 350cc and experienced a rupture and capsular contracture, baker grade unknown on the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.